Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the charger caught fire and allegedly caused the batteries and the power connector to burn up.